Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant glucose result. Quality control (qc) was within range on the date of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced and aligned sample probe 1. The cse adjusted bottom of cuvette and ran service methods. The cse ran qc and precision, which were in range. The cause of the discordant, falsely low glucose result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose result was obtained on a patient sample on a dimension vista 500 instrument. The initial discordant result was obtained with below panic flagged and not reported to the physician(s). The same sample was repeated on an another dimension vista instrument and auto-rerun on same dimension vista instrument, and recovered higher. The corrected result obtained on the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose result.